Event description:
An internal electrical component sparked and/or burned the fabric foundation of the unit. Visual inspection of the unit revealed a broken thermostat, damaged by misuse on the part of the consumer, which had briefly allowed electricity to come3 into contact with the fabric foundation resulting in a 1/8 burn.